Event description:
Report received from (B)(4) stating that the device "spins free" when used with an attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "motor spins free" was confirmed. Reliability engineering evaluated the device, and determined that the motor pawls were damaged, allowing the motor drive shaft to spin independently of an attachment drive shaft or cutting bur when pressure was applied. Reliability engineering concluded that the locking mechanism of the motor exhibited damage that is consistent with improper assembly of an attachment into the motor. If additional information is received, a supplemental report will be sent. (B)(4).